Event description:
It was reported the high impedances (>4000 ohms) were measured on the implantable neurostimulator (ins) system during a replacement surgery. The ins was not used and a new ins was implanted. No injuries were reported and the patient outcome was reported as "doing fine".

Event description:
Follow up information received indicated that the patient a lack of efficacy associated with the ins. It was clarified that the high impedances (>4000 ohms) were seen on the lead. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Lead model 3889-28 lot #v441625 implanted: unknown explanted: unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058, serial# (B)(4), showed that the set screw on the connector block was backed out too far when received for analysis. The set screw was reset and good stable output was observed across all electrode pairs. Impedance measurements taken in saline were normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.